Event description:
The dentist reported that after 2 months that the dental implant was installed in intra-oral region #10 it was verified its non osseointegration. 35 ncm of primary stability was achieved and immediate load was performed. Patient had low bone quality (bone type iii) and bone graft was executed.